Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, serial# (B)(4), product type: lead; product ID: 3887-33, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3887-33, serial/lot #: (B)(4); product ID: 3887-33, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that one of her generators had quit working properly and she had some pain at the generator site. It was reported the ins was seated very superficially in pocket and probably what was causing patient a lot of pain and discomfort. Therefore, the patient's existing battery was removed and replaced. Lead impedances were checked, 7 and 8 had good impedances. One of the leads was high. The ins and leads were removed and discarded. No further complications were reported/anticipated.